Event description:
Reference number(B)(4). Event occurred in italy it was reported that patient faced infusion set issue on (B)(6) 2026. The infusion set was in use and reported that adhesive was not sticking due to sweating. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6).patient country: italy